Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following additional information was received: was surgery delayed due to the reported event? Yes. If yes, number of minutes: 20. Action taken when event occurred? Surgeon used other company suture. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences; was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of ? None. Device in possession of? None. Additional information was requested, the following was obtained: it was reported the suture foil is broken while doing the anastomosis in CABG; could you please confirm if the word "foil" is referring the "needle"? Yes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Not as such. What tissue was being sutured when the event occurred? Distal anastomosis. Was additional dissection required in other organs/tissues other than the target tissue? Yes, surgeon needs to remove the stitches. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related reports: 2210968-2023-00112 .

Event description:
It was reported that a patient underwent a coronary artery bypass graft procedure on (B)(6) 2022 and suture was used. During use on the patient it was noted that the needle broke. As per the surgeon complaint, suture foil is broken while doing the anastomosis in CABG. He found 2 foils from the same box having same issue. There were no patient consequences reported. Additional information was requested.